Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that verified orders did not show up. A technical support specialist (tss) connected to the station and reviewed the patient's records, discovering the patient had two visits currently marked as admitted. Both visits were associated with the same unit. One visit appeared at the station, while the other did not. Upon checking the configuration, the tss found that the system was set to hide visits that had no activity beyond a certain number of days. The tss confirmed that the missing visit had not had any activity for a while, which explained why it was no longer displayed. The tss advised the customer to increase the inactivity period beyond the last transaction date to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, verified orders were not showing up. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.